Manufacturer narrative:
Initial reporter cannot be provided due to privacy regulations. Medtronic personnel reported event to manufacturer on beha lf of the customer. Section h4: estimated date of manufacture date h3. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated an ¿autozero valve fault message with no audible alarm". The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section a, b5 and h4 updated h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb840 ventilator generated an ¿autozero valve fault message with no audible alarm". The "ventilation block associated with hemodynamic impact and finally turns down". The device was not available for evaluation. Failure confirmation, case, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. After good faith efforts the information about the failure and contributing cause could not be determined. Further action was not required, there is insufficient information about the failure and contributing cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as follows: it was reported that while in use on a patient, this 840 ventilator generated an ¿autozero valve fault message with no audible alarm". The "ventilation block associated with hemodynamic impact and finally turns down". The patient had desaturation and hypotension. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Correction section g3 original report aware date should of been 09-may-2024 remove date of 10-may-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.